Event description:
Family member picked up pt from school because pt wasn't felling well. The pt's family member tested pt's blood glucose and received low readings. The family member gave pt apple juice to drink, pt continued to get low results and kept giving them apple juice to drink. An hour later family rushed pt to the e.r. Family member was told the device was reading incorrectly and family member should have been giving pt insulin instead of apple juice. Pt was admitted into the hosp and was in a coma for a week. Pt was given IV's. A request was made for the return of the suspect device but the family member stated they had thrown everything away.